Event description:
A pt's nurse stated that her pt has had a fluid leak during set-up. Fluid was coming out from underneath the cassette door. There is no sample.

Manufacturer narrative:
No sample was returned for eval, therefore, the complaint is deemed as unconfirmed. No further investigation is required. Event data will be trended per quality data analysis procedure.